Event description:
New information received noted that the noise over-sensing was leading to pacing inhibition. Doctor suspected, but did not confirm, a loose set screw in the pacemaker device. No intervention was performed, but isometric testing was discussed with a healthcare provider. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing events from (B)(6) 2020 on their right ventricular lead. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.